Event description:
It was reported that a user observed wetness around an insulin cartridge while using the bionic pancreas and later noted uncertainty about whether the luer adapter and tubing were securely connected; the user had been prefilling cartridges and refrigerating them, which is outside labeling guidelines, and subsequently experienced elevated blood glucose that resolved after changing all supplies and resuming standard use. Symptoms included hyperglycemia without reported ketosis testing. Outcomes included return of blood glucose to the target range and no alerts or alarms from the device. Investigation included troubleshooting and user education. Investigation of this case revealed user handling inconsistent with labeling and a probable connection issue at the cartridge-to-tubing interface that could lead to leakage. It was concluded that user technique contributed to the event, with no device malfunction confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.